Manufacturer narrative:
Add'l info will be provided once the investigation has been completed.

Event description:
It was reported that the unit did not function as intended. The insulation on the shaft was flacking off. Further, it was reported that this occurred in the last 30 seconds of the procedure.